Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that the pump head of the rotaflow stopped running unexpectedly. The hand crank was used immediately. The patient's vital signs were monitored more closely and there was no other impact caused to the patient due to the timely handling of this incident. The patient is currently in the recovery period. The rotaflow pump head was replaced, and the device resumed normal working. Due to the information that the pump has stopped during use, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the pump head of the rotaflow stopped running unexpectedly. The hand crank was used immediately. The patient's vital signs were monitored more closely and there was no other impact caused to the patient due to the timely handling of this incident. The rotaflow pump head was replaced, and the device resumed normal working. No harm to any person has been reported. Due to the information that the pump has stopped during use, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore a report is required. The affected rotaflow drive (rfd) with s/n (B)(6) was sent back to germany for repair. During the investigation by the getinge service department on 2025-07-28, it was confirmed that the rfd is defective and made a loud noise. Therefore, the rotaflow drive needs to be repaired by the supplier emtec. On 2025-08-21 the supplier emtec was able to reproduce the reported failure. The connection cable, bearing and the block seal have been replaced. The rotaflow drive was recalibrated and tested successfully and has been sent back to the customer. The failure mode "pump stop" can be linked to the following most possible root causes according to our risk management file: - pump stop intervention after technical error - unintended rpm change by user - unintended switch off by user - (accidental) disconnection of mains (plug). The root cause for the reported noise on the rotaflow drive was determined by the supplier emtec as corrosion on both main bearings. Based on these investigation results the reported failure could be confirmed. Rotaflow console: the review of the non-conformities has been performed on 2025-06-13 for the period of 2020-10-28 to 2025-06-11. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2020-10-28. Rotaflow drive: the review of the non-conformities has been performed on 2025-09-15 for the period of 2020-10-28 to 2025-06-11. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced in 2020-10-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use: if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions: there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.